Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 440 mg/dl. The customer stated that she had attempted several set changes prior to the event, but her blood glucose levels continued to rise. Troubleshooting was performed, and the time on the insulin pump was correct. It was found that the customer had received several auto-off alarms on the insulin pump. The insulin pump passed the prime and high pressure tests. The customer stated that there was a crack on the reservoir window of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.